Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that this lead and associated device displayed shock impedance measurements of greater than 200 ohms during the implant procedure for this lead. The chronic device was then explanted and replaced. The lead was hooked up to a new device with resolution of the clinical observation. There were no adverse patient effects.